Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. An xray was provided in which it appears that the patient has a dislocation with a competitor's cup but a biomet head and stem. No revision was scheduled. It is unknown if a reduction was done to correct the dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that an incident occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.